Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v463510, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v415286, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).

Event description:
It was reported that the patient felt pain when recharging their implantable neurostimulator (ins) on approximately three occasions. The pain was on the patient¿s left side of their chest, contra lateral to the implant. The patient also received a message on the patient programmer, but they failed to capture the error code. The patient was to notify the manufacture representative if the error message appeared again and what code it was, to help with troubleshooting. The following day it was reported that the patient was receiving effective therapy. Nine months later the patient reported they felt a burning heaviness when charging. The patient had a burning sensation at the right side implant. The symptoms were inconsistent and were not able to be replicated during the charging process. No error codes had appeared on the recharger and the recharger appeared to be functioning normally. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.